Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treatment an abdominal aortic aneurysm. The trunk ipsilateral leg component unintentionally covered the left internal iliac. Yet, images revealed flow in the left internal iliac artery and the physician continued with the procedure and implanted the contralateral leg component. The patient tolerated the procedure.